Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm, navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a type zero bicuspid anatomy with annulus and left ventricular outflow tract (lvot) heavily calcified. Baseline was normal sinus rhythm (nsr). There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of approximately 6 to 7mm on the non-coronary cusp (ncc). Post-implant, trace paravalvular leak (pvl) was observed, post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 24mm, non-abbott balloon. No pvl was observed. It was reported that over the weekend, the patient was developed with heart block and implanted with a permanent pacemaker to resolve the event. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The physician believes that the pacemaker requirement was attributed to be procedure and anatomy related. The patient was in a stable condition and subsequently discharged.